Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received 2 results of 248 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged as a result of the high readings. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.